Event description:
The customer reported that the insulin pump alarmed software error. Customer stated the alarm started today while she was walking through the kitchen. She gave herself bolus 15 or 20 minutes before the alarm occurred. Troubleshooting was done. Customer's blood glucose was 138 mg/dl. Customer stated that the alarm occured after pressing act button while bolus was delivering. Advised the customer the software error alarm is a program safety alarm that occured after a specific series of steps were performed. Customer will monitor and rewind the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.